Manufacturer narrative:
Evaluation summary: there were numerous kinks along the hypotube. The stent had moved distally on the balloon, and the distal stent segments had moved d istally over the distal tip. Crimp impressions were visible on the exposed balloon surface. The proximal and distal stent wraps were deformed, with raised struts. The distal shaft was kinked 2.7cm, 18.2cm and 23.6cm distal to the guidewire entry port.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent. There was no damage noted to the device packaging. No issues were noted upon removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The lesion was situated in the distal cx. During the procedure it was reported that the device did not pass through a previously deployed stent. Resistance was not encountered while attempting to advance the stent and no excessive force used. The stent was reported to be unable to cross the target lesion. The physician used a device to complete the procedure. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the returned device found that the stent was deformed and displaced on the stent delivery system. The physician does believe that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.